Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine [30.0 mg/ml] at a dose of 15.191 mg/day, hydromorphone [7.5 mg/ml] at a dose of 3.7978 mg/day, and clonidine [300.0 mcg/ml] at a dose of 151.91 mcg/day via an implantable infusion pump. It was reported that the patient contacted the doctor on (B)(6) 2020 stating a 10-minute alarm was occurring. The patient was due for a pump refill on (B)(6) 2020. When driving to the refill, the patient described having numbness in their arms and legs. The doctor then diverted the patient to a different hospital for a neurological assessment as he suspected drug overdose from bupivacaine. After the assessment, which found no evidence of neurological symptoms or overdose at the time, the patient was released and presented to the other doctor. The patient's pump was then read and it was found that a pump motor stall had occurred the previous night on (B)(6) 2020. It was noted that there were 7 ml in the reservoir, but the reading indicated it should have been 1.5 ml. The patient started to have increased pain and was feeling unwell the afternoon of (B)(6) 2020. It was stated that the patient had withdrawal symptoms 12 hours after the stall. It was noted that an admixture used in the pump was a factor that may have led to the event. The pump was replaced on (B)(6) 2020. A session report from pump interrogation on (B)(6) 2020 at 08:50 showed the motor stall was still active and that the pump had been stopped for 72 hours and 30 minutes. The explanted pump was going to be returned. It was noted that the patient¿s medical history included being on blood thinners. No further complications were reported or anticipated.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the patient was admitted on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.